Event description:
On (B)(6) 2008, a pt was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the brachial vein. On (B)(6) 2008, the pt presented with a major graft infection. An explant of the av graft was performed with a vein angioplasty repair of the brachial artery.